Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a previously recorded abnormal episode. The episode was suspected to be circuit damage that occurred when the patient was externally defibrillated in an unrelated procedure. The reason the patient was externally defibrillated was not stated. The device was diagnosed and found that all numbers were within normal values. There were no adverse consequences to the patient. No further information was available.

Manufacturer narrative:
Correction: please retract this report 2017865-2019-00091, the same issue was previously reported as 2017865-2018-09874.